Event description:
Customer called reporting a hospitalization due to high blood glucose. She was still in the hospital and wanted to troubleshoot for high glucose. Had already changed 3 infusion sets, and was still experiencing highs. Her blood glucose level was 227 mg/dl. Customer also had an infection in her foot. When she was first taken to the emergency room, her blood glucose level was 600 mg/dl. She felt lethargic, had shaking hands, frequent urination, extreme thirst, and was not able to function. She mentioned being in an accident while she was driving. At the hospital, she was given medication for her foot and 20 units of insulin, causing her glucose level to drop to 37 mg/dl, almost passing out. She was still wearing the device when she was given insulin. Customer gave herself 8 units of insulin through bolus, but her blood glucose went up. While testing, she removed the infusion set from her body and discovered the cannula/needle was bent at the tip. No further information was provided.